Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported noise coming from the tube. No pt injury was reported.